Manufacturer narrative:
The reported event was confirmed as supplier related. The reported failure was able to be reproduced. The product was used in urological care kit. Evaluation found tear on jelly package causing leak. The reported event was confirmed as supplier related. A potential root cause for this failure mode could be, ¿defect components from supplier or might be use related - mishandling product¿. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2) lubricate the distal end of the catheter with water-soluble lubricant. (3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were traces of water leakage found when inspecting the package before opening it. Per follow up information received via ibc on (B)(6) 2021, the paper had some wet marks. However, it was unclear where the leak was from. Per follow up information received via ibc on 10aug2021, the customer did not claim that the syringe was leaking. However, user complained about the fact that there were wet marks from the liquid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were traces of water leakage found when inspecting the package before opening it. Per follow up information received via ibc on 26jul2021, the paper had some wet marks. However, it was unclear where the leak was from.